Event description:
Reportedly, the surgeon started to seal the tissue and then confirmed a generator tone sounded. The surgeon pulled the trigger to cut the tissue, but it was not properly sealsed and bleeding (less than 100cc) occurred. The seal wa completed with manual suturing.